Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system stored atrial tachy response (atr) episodes containing farfield oversensing of ventricular signals on the atrial channel. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.